Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of a homechoice cassette leaked during peritoneal dialysis therapy. This event occurred during fill one of four while the patient was connected. The technical service representative (tsr) had the patient cycle the power on the homechoice and end therapy. The tsr then assisted the patient to start over with new supplies and advance to resume therapy at fill cycle one of four. The patient did not see any damage, holes or defects to the cassette but stated that the solution was coming from the cassette tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.